Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, the early experience of fenestrated endovascular aneurysm repair (f-evar) was similar to that of snorkel endovascular aneurysm repair (sn-evar) in terms of patient demographics, case selection, and procedural characteristics. Per the study, a significant portion of the learning curve for both procedures, particularly for f-evar, lies in the preoperative planning of fenestrations and the cannulation of branch vessels. Per the study, similar short-term postoperative outcomes between these two particular techniques indicate that both will have utility in the treatment of high-risk patients with complex anatomy. Associated files: 1219977-2015-00018,00020,00021,00022,00023.

Event description:
Received an article titled "comparison of fenestrated endografts and the snorkel/chimney technique" that was published on the journal of vascular surgery in october 2014. The study consisted of comparing the early learning curve at a single institution of fenestrated repair vs the snorkel technique in abdominal aortic aneurysm repair. The study involved 35 patients with snorkel endovascular aneurysm repair (sn-evar) and 15 patients with fenestrated endovascular aneurysm repair (f-evar) from 2009 through 2013. Per the study, two patients had peri-nephric hematomas.